Event description:
It was noted that the patient felt pain and reported that the cannula retracted or did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were between 200 and 230 mg/dl. The pod was worn 37 to 48 hours. As treatment, patient was able to activate a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.